Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. The customer was treated for low blood glucose with eating cookies. The customer was assisted with troubleshooting. There was no indication the insulin pump over delivered insulin. The customer was advised a replacement sensor will be sent. The insulin pump was not returned for analysis